Event description:
Caller states that he obtained results of hi, 117 mg/dl, and 128mg/dl on the same device within 10 minutes. No adverse event reported and no treatment received. No quality controls were used. Requested return of the suspect device and replacement was sent.